Event description:
In surgery, when opening an absorbable gelatin sponge -gelfoam-, size 100, the package did not open. This same problem was observed recently with the gelfoam powder. The packaging is not opening as directed by the manufacturer and has to be torn differently causing the item to handled differently and in the case of gelfoam powder, it spills out all over the surface. Dose or amount: 100 sq cm; frequency: once; route: top. Diagnosis or reason for use: stop bleeding.